Event description:
It was reported that tandem mobi pump issued cartridge alarm and caller was unable to continue using original cartridge. There was no adverse impact to the customer's blood glucose level. Customer removed cartridge, delivered 9-unit bolus as instructed, then reloaded pump with new cartridge using proper loading steps, successfully resumed insulin therapy, and issue was resolved with no additional information provided regarding further outcomes.